Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was frozen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's display board and lcd display will need to be replaced to address the issue. In addition of the above evaluation, the device's will need main housing due to physical damage/crack. Unit passed final test. The display board and lcd display were evaluated by the manufacturer's product investigation laboratory (pil) and found the display board and lcd display functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was frozen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's display board and lcd display will need to be replaced to address the issue. In addition of the above evaluation, the device's will need main housing due to physical damage/crack. Unit passed final test.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator's screen was frozen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.